Event description:
It was reported that the customer changed out the device due to ostensible clot in the arterial sample port, which had not been properly flushed. No reported patient effect. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary has not received the device for investigation. The investigation is still pending. A supplemental medwatch will be submitted if new information becomes available. (B)(4).